Manufacturer narrative:
The system was serviced in the field and failed mechanical inspection due to the collimator not initializing. The was a collimator block. It was unblocked but still needed to be changed. Concomitant medical products: other relevant device(s) are: product ID: bi71000531 ; product ID: bi71000264, ; product ID: bi71000159 ; product ID: bi71000553 ; product ID: bi71000874 ; product ID: bi71000217 ; product ID: bi71000194 ; product ID: bi71000424 ; product ID: bi71000444 ; product ID: bi71000167. UDI#: medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used pre-operatively to a sacroiliac and thoracolumbar procedure. It was reported that the image acquisition system (ias) doesn't start. The health care professional (hcp) tried to get a 2d image. A slice of 1 cm appears on the mobile view station (mvs) screen. The hcp checked the collimator but it should be restarted. Troubleshooting was performed and the hcp noticed the tube was on 180 ° at starting and it was usually at 92°. The hcp tried to restart 5 times without success. The footswitch was not connected. The handswitch was disconnected and they tried to restart without success. The hcp was hearing that the  tube/detector was moving inside the gantry, continuously. The ias doesn't want to open or make other movements. Only longitudinal translation was possible, but they were able to use an extension as the or table. The site couldn't remove the ias. The yellow button + pendant button had been pressed, and the door was opening. The probable cause of the reported event was that there was a collimator issue. Both navigation and imaging were aborted causing more than an hour delay to the case. No reported impact to the patient.